Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that it had damaged display. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the display was defective. The fse evaluated the device and determined the front and rear panel needed replaced (along with the label set necessary with the replacement of those parts). However, the customer informed the fse they no longer wanted the device repaired; therefore, the device remains unrepaired. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the front and rear panels. The reported problem was confirmed. The customer informed the fse they no longer wanted the device repaired; therefore, the device remains unrepaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the display was defective. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the display was defective. No troubleshooting was noted to have been performed. Therefore, multiple attempts were made to request information regarding how this issue was resolved; however, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and supplemental reporting will be completed. H3 other text: customer did not respond to requests for additional information.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that it had a damaged display. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.